Manufacturer narrative:
Terumo has not rec'd the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, they estimated 60 occurrences for the (B)(4) and pco2 measurements over the last three months. Several attempts were made by (B)(4) to gather add'l info and it was deemed unk by the customer. There was no harm to the pts. The surgeries were completed successfully.